Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the implantable cardioverter defibrillator (ICD) in backup mode. The ICD was restored back to normal settings. The patient condition was stable.